Event description:
A customer contacted global technical service (gts) regarding leak found in disposable cassette. The event occurred during use. Patient was not connected. No injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined